Manufacturer narrative:
Concomitant medical products: product ID: 37085, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: extension. Product ID: 37085-60, serial#(B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# v395384, implanted: (B)(6) 2010, product type: lead .product ID: 3387s-40, lot# v355917, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The consumer reported that the patient left side battery was removed on approximately (B)(6) 2015 due to an infection. A new device and extensions were implanted and connected to existing leads on (B)(6) 2015. Further follow-up is being conducted. If additional information is received a supplemental report will be submitted.